Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of a pd catheter revision (not a fresenius product) and an umbilical hernia, characterized by drain complications, which warranted surgical intervention. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused the events. However, the liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the patient¿s preexisting umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during ccpd therapy. During therapy this pressure can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of a pd catheter also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support that the patient had undergone surgery the previous day. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient was diagnosed with an umbilical hernia prior to beginning pd therapy and elected to ¿hold off¿ surgical correction. The patient reportedly began experiencing drain complications, and radiological studies (date not provided) revealed the patient¿s umbilical hernia had worsened and displaced the pd catheter (not a fresenius product). Subsequently, the patient successfully underwent an outpatient pd catheter revision, umbilical hernia repair and was recovering from the events at the time of follow up. The patient has continued to perform continuous cyclic peritoneal dialysis (ccpd), with reduced fill volumes and additional exchanges. Per the pdrn, the hernia was not caused by the utilization of any fresenius product(s), drug(s) or device(s). However, the performance of pd therapy increases the intraperitoneal (ip) pressure, and likely worsened the hernia over the last several months. Additionally, the pdrn stated the patient was educated as to the risks prior to beginning pd for renal replacement therapy (rrt).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was evidence of dried fluid present within the cassette compartment, however, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as-received simulated treatment was performed on the cycler. During the simulated treatment, an ¿m01-21 stalled at a state machine for a long time (warning)¿ alarm was encountered during step 1 of setup. The setup was stopped to troubleshoot the failure. The cause of the m01-21 alarm was traced to a disconnected blue pneumatic ¿ap in¿ tubing that connects the compressor to the pump assembly. The disconnected tubing was reconnected, and the testing resumed. The cycler was set up with new supplies and a second simulated treatment test was performed. The second simulated treatment was completed without any failures. There were no fluid leaks in the test cassette during the treatment test. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, a valve actuation test, a load cell verification test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b, within the recess of the bottom cover adjacent to the pump, on the bottom cover behind the front panel assembly, and on the inside of the top cover. The cause of the dried fluid could not be determined. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.